Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-1922bc biocomposite pushlock eyelet bent during insertion. The case was completed using another ar-1922bc biocomposite pushlock. This was discovered during a procedure on (B)(6) 2023. Additional information received on 9/26/2023: this was discovered during an rcr procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpacked ar-1922bc serial/batch number (B)(6) was received for investigation. Visual evaluation found that the returned device is missing the bio/implant and eyelet. Evaluation of the attached customer's picture makes seeing the damage on the eyelet or bio/implant challenging. However, the eyelet still on the driver looks bent. No functional testing was not performed. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. According to dfu-0087 section e. Warnings. 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. Section g. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.